Manufacturer narrative:
Analysis and results: there is a previous complaint of this code batch for the same issue that was closed as not confirmed after the analysis. We manufactured and distributed in the market 684 units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received 118 closed and 34 open and unused samples. 20 of the open pouches received have the needle detached from the thread and the thread still wound on the pack. We have analyzed 10 closed samples also. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results does not fulfill the requirements of the european pharmacopoeia (ep) regarding the minimum. 0.34 kgf in average and 0.007 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Four of the samples tested had lower values than the ep minimum required. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with monosyn quick suture. The client reported that most of the needles are not attached to the thread and some others are easily detaching. Issue found before use, so there is no patient involvement.